Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty lithium battery on the system board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up complainant indicated that there was no patient involvement in the reported malfunction.